Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative. The patient did not know when their appointment was, but they would need to get a battery replaced.

Event description:
It was reported that for the past few months the patient was having trouble turning stimulation on and there was a communication problem. The patient was able turn stimulation on, but it took them quite a while and they had to stay still so they would not lose the connection with the implantable neurostimulator (ins). The patient used to ¿just put it on¿ and be walking around and the ins would charge. The ins was able to be turned on while the patient was charging. When the patient had moved the antenna around they just got the reposition the antenna screen. The last time the patient had felt stimulation was yesterday and the last time they saw coupling boxes was on 2014-07-19. The patient did not think their ins had moved or flipped. The recharger antenna was damaged and a replacement was being sent to the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).